Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported that after placement of a groshong catheter due to a physician's error in use, the catheter connector was cut without removing the stylet and connected to the catheter connector. The catheter connector was connected to the catheter without removing the stylet. The catheter was removed after about one week. No health hazard was reported to the patient. There was no reported patient injury. No other information was provided.